Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from this right ventricular (rv) lead. The lead also exhibited high pacing thresholds and undersensing. Subsequently, the patient underwent a lead revision and it was noted that this lead had perforated the heart wall. Therefore, this lead was explanted and replaced. No additional adverse patient effects were reported. The product is not expected to be returned as it was kept by the hospital.